Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 20987g, reader sn (B)(4)). The customer received three positive results with covid-19 home tests: quickvue at-home otc covid-19 test, binaxnow covid-19 antigen self-test, and ihealth covid-19 antigen rapid test; test dates are unknown. On (B)(6) 2022, the customer retested and tested positive using the cue covid-19 test. See related case (B)(4) for two other false negative reports by the customer.